Manufacturer narrative:
Section a4: unknown/not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a vitrectomy performed during the removal of the crystalline lens the left eye. Surgeon stated that this was not related to the catalyst procedure and believed he must have created a small hole while trying to remove the lens. Surgeon injected kenalog, used a 3 piece lens, and put in a 10-0 nylon suture at the end of the case. This happened in the operating room (or). Patient was doing well after the case was completed. No additional information was provided.

Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 10/22/2014, however the correct date is 12/12/2014. Additional information: section h3: device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.